Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon reported that there was a lack of compression due to the fact that the bone (scaphoid) was too soft (medial approach). The compression sleeve; part number; 03.226.000 did not stop on the top of the bone in the way it is supposed to do to get compression. The compression sleeve continued into the bone, and very poor compression was achieved. Exactly the same problem was experienced twice (with two different patients).product occurrence not relevant to the health of patient. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.